Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir anomaly. Customer's blood glucose was unknown mg/dl. The customer was not able to use the reservoir from the start, he was not able to push air into it and just grab another reservoir. The customer did not get a no delivery alarm since he wasn't even able to put insulin into it at all. The customer was advised that the reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the snap-cap and septum for anomalies. No anomalies were found. Ran occlusion testing, and no occlusions were noted.